Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities are detected. Permeability test: the test showed that the progav 2.0 is permeable. Computer control test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position, to be 1.07 cmh2o. This is within the specified tolerance of 0 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, minimal deposits were found in progav 2.0. Results: based on our investigation, we are not able to substantiate the claim of "blockage". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
"Associated medwatches: 3004721439-2021-00020, 3004721439-2021-00021, 3004721439-2021-00022 MDR # - same patient".

Manufacturer narrative:
The sample not received for investigation. When following informations /investigations results are provided a follow up will be submitted.

Event description:
It was reported that there was a problem with a progav 2.0. Tha valve was used with another devices for hc therapy. The products were used on the lp shunt on (B)(6) 2020. They were removed on (B)(6) 2021 due to the symptoms of under- drainage. Please investigate the inside of the valve. Patient informations: age: (B)(6). Implantation: (B)(6) 2020. Revision: (B)(6) 2021. "Associated medwatches: 3004721439-2021-00020, 3004721439-2021-00021, 3004721439-2021-00022 MDR # - same patient"